Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 8th july, 2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was peeling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial# field deems required. This is based on the internal evaluation. Previous d4 serial#: (B)(4). Corrected d4 serial#: (B)(4).

Manufacturer narrative:
Previous b5 describe event or problem: getinge became aware of an issue with one of the surgical lights - volista standop. It was stated the paint was peeling. We decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. As further stated, the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (IFU 01781 rev. 16, page 61) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected b5 describe event or problem: getinge became aware of an issue with one of the surgical lights - volista standop. It was stated the paint was peeling. We decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert, the peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual IFU 01781 en 16 on page 38 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (IFU 01781 en 16, page 95). Getinge initiated a field action msa-605552 (z-1308-2022) in may 2022 for the volista standop surgical lights due to the potential for paint chipping to occur on the component (reference ard568801164) located on the fork of the volista standop cupolas. Field action was launched in order to continue to perform daily inspections per the IFU by the customers, which include checking for any chipped or missing paint. If a customer observes paint chipping or detachment, the firm recommends to stop using the device and to contact the getinge service representative to schedule an appointment to replace the part free of charge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Previous h6 investigation findings: mechanical problem identified/stress problem identified/mechanical shock problem/3217 corrected h6 investigation findings: manufacturing process problem identified///170. Previous h6 investigation conclusions: cause traced to user//19 corrected h6 investigation conclusions: cause traced to manufacturing/manufacturing deficiency/23.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - volista standop. It was stated the paint was peeling. We decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. As further stated, the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (IFU 01781 rev. 16, page 61) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date 10/24/2018. Corrected h4 device manufacture date 10/25/2018.